Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 211 mg/dl and the sensor glucose was 83 mg/dl at the time of the incident. Blood glucose was 211 mg/dl and sensor glucose was 103 mg/dl at the time of the call. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer also reported getting a bent cannula. It was explained to customer the proper insertion techniques and site location. The sensor was returned for analysis.